Manufacturer narrative:
Concomitant medical products: 4036 lead, implanted: (B)(6) 2014; 748940 neuro extension, implanted: (B)(6) 2004; 748940 neuro extension, implanted: (B)(6) 2004; 7427 ipg, implanted: (B)(6) 2003; 3998 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and low p waves. The ra lead remains in use. No patient complications have been reported as a result of this event.